Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. A 3.50 x 48mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd stent delivery system was returned for analysis. The device was returned with the stent detached from the balloon. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the length of the shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. No other issues noted with device.